Event description:
Customer has been getting erratic blood glucose readings. Customer needs help with the sensor. Customer having problems with insulin pump and sensor. The blood glucose reading is 154 mg/dl. The sensor glucose reading is 69. Customer received a change sensor alert. The blood glucose is now 97 mg/dl. Received a calibration error alert. The sensor will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.